Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that act button had to press in order to respond. The customer's blood glucose value was unknown. The customer was reported that the screen was foggy did not impair visibility of screen. The insulin pump will not be returned for analysis.